Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer had multiple pocket failures. A field service engineer replaced the hard stop assembly for the drawers 4.1 and 4.2, and the issue was resolved. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.